Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from five patient samples tested on the cobas 6000 c501 module. On (B)(6) 2025: patient sample 1 the initial result was 7.9% with a data flag. The repeat result was 4.8%. Patient sample 2 the initial result was 12.1% with a data flag. The repeat result was 5.5%. Patient sample 3 the initial result was 11.8%. The repeat result was 6.7%. On (B)(6) 2025: patient sample 4 the initial result was 9.2% with a data flag. The repeat result was 5.0%. Additional example: patient sample 5 the initial result was 12.9%. The repeat result was 7.7%.

Manufacturer narrative:
The reagent lot number is 85556501, with an expiration date of 31-aug-2026. The field service engineer (fse) inspected the module and found a damaged suction tube. He repaired the tube and confirmed that the module was performing according to specifications. The investigation determined that a component malfunction had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.